Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complaint alleged that during functional testing, the device was unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.